Event description:
Customer reported that the insulin pump repeatedly returned failed battery tests when new batteries were inserted. Customer also received an off no power alert. Customer stated that the batteries are typically lasting for less than one week. Blood glucose level was 362 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within the specification. No unexpected low battery, off no power, failed battery alarm or battery indicator anomaly noted. The device did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The unit was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).